Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead. G4: date received by manufacturer on the initial report was 2018-06-05 not 2018-06-08 as previously reported. H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had two falls from standing and sitting positions when using the stimulator. The patient was trying to turn the stimulator to a higher intensity to reach their right hip area, but the stimulation made it difficult to walk or stand, so they proceeded to fall to their knees. The patient did not have enough coverage into their right hip. The rep reported that the patient was seen for a reprogramming session, at which point impedances were checked and were all within normal limits. The rep mapped out their leads to try and find the most appropriate programming to cover their area of pain into their right hip. The rep was able to get coverage high enough into the patient¿s right hip. The patient stated the new program did not cause stimulation to reach into their legs, making it easier for them to walk with the stimulation on. The rep stated the issue was resolved and the patient had a follow up appointment with a physician on (B)(6). Additional information was received from the manufacturing representative (rep).it was reported that manufacturing representative (rep) was aware of the hematoma and lead revision during patient appointment on (B)(6) 2018. Patient reported she developed a hematoma after her lead revision surgery. Patient needed a lead revision after fall. Follow up x-rays were done and showed that lead had migrated. It is unknown the cause of the hematoma- developed after lead revision surgery. Patient stated she was told at her post-operative appointment to continue to war her abdominal binder to help the hematoma resolve. Hematoma was resolved at the time of the patient's appointment on (B)(6) 2018. The hematoma has been resolve. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient had a hematoma after lead revision. No further patient symptoms or complications were reported in this event.